Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. The sample was placed on the oxygen flowmeter under o2 flow at 15 l/min for 10 minutes and no oxygen leakage was detected in any parts of the device. Therefore it is considered to be an acceptable and functional sample. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The customer alleges an oxygen leakage at the level of the screw junction, that caused a water reflux inside the tube. Additional in formation received reported there was no negative effect on patient health.

Manufacturer narrative:
A visual , dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device has not been returned at the time of this report. No photo for review. A device history record investigation on the lot 639157 provided, the nuevo laredo lot numbers for component 12228. A device history records reviewed showed that there were no issues related to functional issues on the molded component involved in this complaint during the manufacture of the material. No corrective action can be established at this time since no device sample or photo of it are available for evaluation. To perform a proper investigation , and determine the root cause of the alleged defect reported , it is necessary to evaluate the device involved in this complaint. Customer complaint cannot be confirmed based only on the information provided. The root cause is unknown at this time. If the device sample becomes available at a later date , this complaint will be updated.

Event description:
The customer alleges an oxygen leakage at the level of the screw junction, that caused a water reflux inside the tube. Additional in formation received reported there was no (B)(6) effect on patient health.